Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the cartridge was in use past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. Customer's blood glucose level was 332 mg/dl. Reportedly, the customer changed the cartridge and infusion set to resolve the issue.